Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 01-feb-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen (1000.0 mcg/ml at 375.7 mcg/day) and hydromorphone (3.8 mg/ml at 1.4275 mg/day) drug via an implanted pump. The indication for use was intractable spasticity and spinal cord injury/ spinal cord disease. It was reported the patient had ineffective pain relief and the pump had migrated to inguinal area and need to be pushed back into the pocket. The event date was noted as (B)(6) 2018. A catheter access port (cap) contrast study was performed, on (B)(6) 2018, with the catheter and pump system intact and functional. The pump and catheter system required surgical revision. The pump was repositioned and the catheter was explanted/replaced on (B)(6) 2018. The device disposition was unknown. The issue resolved without sequelae on the same day. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was increased pain in the left abdomen pump pocket site. On (B)(6) 2018 surgical observation revealed the intrathecal catheter aspirated free flow. On (B)(6) 2018 a pump pocket revision surgery was recommended to keep the pump in place and possible catheter revision depending on surgical observations. On (B)(6) 2018, the patient reported chronic discomfort at the pump pocket site with increased pain from pump sliding up against iliac crest. The intrathecal catheter was noted to be working normally and not replaced. The pump side catheter was replaced when the pump was removed. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported, on (B)(6) 2018, that due to the pump migration pump pocket revision with catheter connecting segment revision needed.